Event description:
On 8/4/97, the nurse administrator reported that during prime an mca 200 dialyzer was found with a header that was not completely welded to the dialyzer jacket. Dialyzer was not used, therefore no pt contact occurred. Dialyzer was discarded.